Event description:
It was reported that the ventilator did not alarm when the patient was not breathing (apneic). At the time of the event, the ventilator was in the CPAP (continuous positive airway pressure) mode of ventilation and was measuring a respiratory rate of 4. It was further stated that the ventilator later did not alarm while it was in the simv (synchronized intermittent mandatory ventilation) mode of ventilation during an apnea situation. The ventilator was replaced. There was no patient harm. (B)(4). Please refer MFR reporter # 8010042-2014-00058.